Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor error message during the warm up occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data does not reflect the full investigation window. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of an unknown sensor error message during the warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.